Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of unspecified over-sensing and pacemaker mediated tachycardia (pmt). The ICD was reprogrammed. The patient was in stable condition.